Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The device was tested with a good battery cap and received normal operating currents. There was no blank display and no battery out limit alarm during testing. There was no damage found on the lcd isolation tape. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call battery out limit alarm and blank display screen on the insulin pump. Customer's blood glucose level was 17.8 mmol/l. Troubleshooting for blank display was performed. Customer replaced the battery six separate times and the device did not work. Customer continued to troubleshoot and replaced the device with a new battery. Customer advised the display returned however, they do not trust the device and want a replacement. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.